Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient's left knee has been indicated for revision two years post-implantation due to pain and stiffness.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient alleged to pain and stiffness two years post-implantation.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-02971, 0001825034-2017-02971-1, 0001825034-2017-02971-2, 0001825034-2017-01253, 0001825034-2017-01253-1, 0001825034-2017-01253-2, 0001825034-2017-01253-3, 0001825034-2017-02976, 0001825034-2017-02976-1, 0001825034-2017-02976-2, 0001825034-2017-02974, 0001825034-2017-02974-1, 0001825034-2017-02974-2. This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date explanted - na. Manufacture date ¿ ni.

Event description:
Patient reported experiencing pain and stiffness approximately 19 months post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.